Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 3, 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient' anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, a hole was noted on the stent cover after the stent was deployed inside the patient. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient' anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, a hole was noted on the stent cover after the stent was deployed inside the patient. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A wallflex biliary rx covered stent was received for analysis; the delivery system was not returned. Visual examination found the stent cover was damaged; two holes in the cover at the distal end were noted. The stent was measured to be within specification. No other issues with the stent were noted. The reported event was confirmed. Based on the event description and the analysis of the returned device, most likely procedural factors encountered during the procedure could have possibly affect the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Catalog number has been corrected.